Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 111mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a displacement test and the test failed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force senor. Unit passed the basic occlusion, displacement and bolus tests. No unexpected no delivery or motor error alarms occurred during test. Motor tested ok.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.